Event description:
It was reported that this right ventricular lead exhibited functional undersensing on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.